Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared a code 1004 indicative of a shock into a shorted lead condition following a 26j shock due to an episode of ventricular tachycardia (vt). Shortly thereafter, code 1006 was also declared indicating a high voltage condition on the shock lead while charging. As a result, no subsequent shocks were provided to the patient required external cardioversion. Analysis of stored data indicated a number of stored episodes as the result of noise and oversensing on the competitor right ventricular (rv)/shock lead. Provocation testing was performed on the rv lead but noise could not be reproduced. A revision procedure was subsequently performed wherein the device was explanted and replaced and a new rv lead implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified no anomalies. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2016 after a 26 joule shock was attempted. Another shock was then attempted which resulted in a fault code 1006 indicating a high voltage condition on the shock lead while charging. As a result, no subsequent shocks were provided to the patient. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 26 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. Laboratory analysis confirmed the reported clinical observations.